Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed ventricular tachycardia (vt) non sustained episodes with noise and a fracture was noted. It was also reported that high short interval counts (sic) were noted. The right atrial (ra) lead exhibited low pacing impedance. The rv lead and ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analyst commented, atrial lead trend shows impedance was immeasurable with occasional out of range low readings from (B)(6) 2013 through (B)(6) 2015.